Event description:
Philips received a complaint on the heartstart mrx indicating that the battery is exhausted. The biomedical engineer worked with the rse. The device needs a battery. The customer was informed that service could no longer be completed on the unit as the device had reached the end of life (eol). The heartstart mrx device and all associated service/support was discontinued by philips on 31st december 2022. The customer may be able to find a battery on their own in the aftermarket. No further action is required at this time.